Event description:
The customer stated that she was hospitalized with a high blood glucose of 514 mg/dl, vomiting and fatigue. The customer was told by the nurse that something was wrong with the insulin pump, and it needed to be replaced. The customer stated that she was getting no delivery alarms, and the insulin pump was not delivering the proper amount of insulin. The customer declined all troubleshooting as she had been told by her hcp that the unit should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.